Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose and or protruded drive support disk. Compromised force sensor system alarm was not verified due to motor error alarms. The device had cracked case at display window corners, cracked battery tube threads, minor scratched display window, and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this tim the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed an error and that insulin was "squirting" out during the manual prime process. The insulin pump's drive support cap is sticking out. The blood glucose reading was 127 mg/dl. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.